Manufacturer narrative:
(B)(4).

Event description:
It was reported that the frx does not recognize pads are plugged into the device. Two sets of pads have been tried and both sets were not recognized. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).